Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery provided indicated that the balloon burst radially. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with and the procedural manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of a balloon burst was confirmed based on the provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "during a tmvr valve-in-valve procedure using a 26mm sapien 3 ultra resilia inside of a non-edwards surgical valve via transfemoral approach, the balloon had radial rupture at the end of deployment. The fcs indicated that the operator assumed the top of the s3 frame potentially punctured the balloon because of the attempt at flaring the valve in the lv and additional (+2) volume and the interaction with the surgical valve posts." In this case, it is likely that the interaction between the balloon and an existing valve may have compromised the balloon wall during inflation. Moreover, it was noted an additional 2cc was added to the nominal volume. The prescribed nominal inflation volume is provided in the IFU. Overinflation increases balloon pressure, which subjects it to a higher risk of balloon bursting. These two factors may have collectively contributed to the event. Available information suggests that patient (pre-existing valve) and procedural factors (over-inflation of balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter mitral valve replacement (tmvr) valve-in-valve procedure using a 26mm sapien 3 ultra resilia inside of a non-edwards surgical valve via transfemoral approach, the balloon had radial rupture at the end of deployment. The team was able to bring the balloon back to the sheath and remove the sheath and commander as one unit. The system was intact, and the vein was closed with a figure 8 suture. There were no groin complications visualized at the time of the procedure's end. The devices were discarded at the hospital. Follow up with the fcs indicated that the operator assumed the top of the s3 frame potentially punctured the balloon because of the attempt at flaring the valve in the lv and additional (+2) volume and the interaction with the surgical valve posts-technique was lining s3 stent edge to top of posts.

Manufacturer narrative:
The investigation is ongoing.